Event description:
The complainant reported that the clinicians were performing a transobturator halo sling procedure on a (B)(6) obese female pt with an obtryx system-halo sling. The complainant reported that during the placement of the device, both trocars were difficult to place through the pt tissue, but placement was achieved eventually, although a significant amount of resistance was encountered when performing the procedure. The left side association loop was placed onto the trocar and pulled back through the tissue as required, but with significant resistance felt. Once the trocar was out of the pt, the association loop broke. The right side showed similar resistance, but the loop and sling came away from the trocar and was left in the pt as the trocar was pulled out of the pt. The surgeon had to bring the sling back through the vagina with difficulty. It was noted that the loop had broken into two pieces outside of the pt. The physician then obtained a different device and successfully completed the pt procedure. The complainant reported that there were no pt complications as a result of the problem. The pt's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event. The directions for use for this device contains the following general warning: the risks and benefits of performing a sub urethral sling procedure in the following should be carefully considered: overweight women (weight parameters to be determined by the physician). (B)(4).